Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was exhibiting continuous beeping.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of high pressure alarms. To further investigate, a functional test was performed. The reported event was duplicated. The pump was found to be "double beeping" during the investigation. The root cause of the issue is unknown. Downstream occlusion sensor will be replaced.